Event description:
Consumer called stating that the pendant on the 5410ivc full electric bed is allegedly no longer working.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model 5410ivc, serial number/date code and age of product are unknown. The owner's manual part number 1114836, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the pendant for the 5410 full electric bed is allegedly not working. The wires in the beds actuator were allegedly shorting out and the motors would not run unless he manipulated the wires. Replacement parts have been ordered. The malfunction has not been confirmed.